Event description:
The technician alleged the head of the bed raises on its own. No pt impact.

Manufacturer narrative:
The technician replaced the side rail power control board assembly to resolve the issue.